Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open preperitoneal ventral hernia repair on (B)(6) 2013 and mesh was implanted. The patient developed superficial surgical site infection on (B)(6) 2013. On (B)(6) 2013 the patient underwent wound debridement and wound vac therapy. The infection has since resolved and the patient has been discharged.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an open preperitoneal ventral hernia repair on (B)(6) 2013 and mesh was implanted. The patient developed superficial surgical site infection on (B)(6) 2013. On (B)(6) 2013 the patient underwent wound debridement and wound vac therapy. Cultures were taken. The patient was also treated with vancomycin and cipro. The patient is healing with wound vac therapy. The patient required an additional hospitalization secondary to malnutrition. (B)(4).